Event description:
The customer stated that the system displayed a "file corruption detected" error message, preventing the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.